Manufacturer narrative:
Other - evaluation will be submitted when information becomes available.

Event description:
The customer stated that their acuity central monitoring system is off and they want to know how to turn it on. Acuity powered up, but the message file could not be accessed as technical support kept getting errors. The malfunction resulted in the loss of centralized pt monitoring.